Event description:
It was reported that during a hemorrhoidectomy the stapler didn¿t fired successfully. A new stapler was used. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent 4/4/2024. D4 batch #997a06. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with no apparent damage. The breakaway washer uncut and indented and there were several partially formed staples protruding. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 997a06, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Please provide more details of device malfunction? No more details avaiable 2. What degree of hemorrhoids did the patient have? Unknown. 3. What confirmation was received that the device was fully fired? Unknown. 4. Where within the gap setting scale was the orange indicator prior to firing? Unknown. 5. Did the device cut? Unknown. 6. If the device cut was the cut line fully circumferential around the target tissue? Unknown. 7. Did the device staple? Yes. 8. Was the staple line complete? Unknown. 9. Were there any staples missing from the staple line? Unknown. 10. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Unknown. 11. How many counter-clockwise revolutions were used to open the device? Unknown. 12. Was the safety reset before removal attempted? Unknown. 13. How many counter-clockwise revolutions were used to open the device? Unknown. 14. How was it confirmed that the anvil was free from the tissue prior to removing? Unknown. 15. After firing was the adjusting knob turned ½ to ¾ revolutions? Unknown. 16. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Unknown. 17. Who fired the device? Physician. 18. Who removed the device? Physician. 19. Was the safety reset prior to removal? Unknown. 20. What was the users experience with the device? Unknown. 21. How was the procedure completed? 22. Could you please clarify if there were any patient consequences? No. 23. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Unknown.